Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed driveline fault events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from 29sep2019 through 16oct2019. The log file contained a low speed operation on (B)(6) 2019 at 12:46:39 pm when the set speed was briefly set lower than the low speed limit. Additionally, driveline fault alarms were active for nearly the entire duration of the log file. These alarms were associated with phases 1 and 3 of the driveline. No other atypical alarms were noted throughout the duration of the log file. Additional information was provided stating the patient continues follow-up. The patient was awaiting listing for transplant and there were no plans to exchange at the time. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the device experienced a driveline fault with speed drops. The manufacturer's technical services review the log file and observed that the speed dropped below the low speed limit on (B)(6) 2019, and it was due to the set speed having been briefly lowered to 6000 rpm. The log file continued to capture driveline fault events throughout the file. There appeared to be a fractured wire in phase b. No further information was provided.